Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) female pt contacted zoll customer support to report that the pt was treated. It was reported that at 4:30 am the pt's husband heard the alarms and found the pt on the floor unresponsive. A follow up indicates the pt was in the ICU and had a suspected stroke. A review of the event indicates that the pt experienced an inappropriate defibrillation event consisting of five treatments. Svt at 139 - 159 bpm contributed to the false detections. The response buttons were not pressed during the entire event. The pt ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 12/2013; electrode belt sn (B)(4): 03/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b. Pdf.